Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no visible display image. There was no patient involvement reported.